Event description:
The dentist reported that after the dental implant was placed in the patient bone, it was verified its non-osseointegration. "The surgery was performed in (B)(6) 2014 and the implant placed with torque 68 ncm. After 7 days of the surgery, wound healing had normal appearance. On (B)(6) 2015 the patient came to the doctor's office with pain on palpation. The healing presented a little mobility and was tightened with a wrench 1.2 at that time the implant turned and went along with the healing."